Event description:
On (B)(6) 2017, the reporter contacted lifescan (B)(4), alleging inaccurate results of 160mg/dl using the subject meter compared to a result of 100mg/dl from a laboratory device within 10 minutes of each other. This complaint is being reported because the reported results did not meet lifescan¿s accuracy criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.